Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vbs w/balloon sm the balloon was punctured, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of vbs w/balloon sm in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for vbs w/balloon sm. While no definitive root cause could be determined, it is probable that the balloon could have got punctured due to application of unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and all the available revisions were reviewed. Device history lot the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that the patient underwent a vertebroplasty (th8) for the compression fracture on (B)(6) 2021. When the stent balloon was expanded, the left bulge was clearly small. Therefore, when the balloon was gradually expanded while checking with an x-ray, it was found that the contrast medium leaked from the base of the stent balloon catheter. The stent balloon was used as it is; it was expanded gradually to the target vertebral body height under fluoroscopy, then filled with cement. The surgery was completed successfully with less than a thirty (30) minutes delay. After the surgery, it was found that contrast material had leaked through the original small hole near the blue portion of the catheter. No further information is available. This report is for a stent balloon. This is report 1 of 1 for (B)(4).